Event description:
Spontaneous call from patient¿s daughter reports patient began to experience periods of low and high temperature last night combined with vomiting/dry heaving. They contacted paramedics who came to home, but patient¿s temperature was normal at that time. They also noted that at one-point patients pump 423471 alarmed about tubing but they could not identify any issues with pump. At a later time they noticed pump was stopped but they did not know for how long. Confirmed pump was running through the night and was running at time of call. Suggested patient go to emergency room since she was running fever and still not feeling well. No other information available. Product fault occurred while in use with patient. Unknown if contributed to patient injury. Device currently in use, not available for return and successfully functioning. Patient did not need to switch to back up device. Infusion is life sustaining. Replacement pump not needed. Reported to (B)(6) by: patient/caregiver.